Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product is expected to be returned. Upon receipt of product and completed evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent an hip arthroplasty on (B)(6) 2015. During the procedure the handle thread fractured. The procedure was completed with another handle. No further information reported.